Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient underwent a surgery to have a tactra malleable penile prosthesis explanted due to unspecified reasons. A new ambicor penile prothesis (app) was implanted. No patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, the cause that contributed to the surgical procedure to explant the tactra malleable penile prosthesis could not be established as the product is not available for analysis. Device history record (DHR) review of the manufacturing documentation found no evidence of device non-conformance or operating out of product specifications prior to shipment from boston scientific. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review found no evidence that the device was used or handled improperly. The reported event does not contain an allegation against the labeling of this device. Investigation conclusion: the product analysis could not confirm what the cause of the surgical intervention was, and no allegations related to the device were received. The complaint does not represent a new or unanticipated event. Based on this investigation and all information available, a probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that a patient underwent a surgery to have a tactra malleable penile prosthesis explanted due to unspecified reasons. A new ambicor penile prothesis (app) was implanted. No patient complications reported.